Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be operator error, user related (eg: incorrect catheter size used, insufficient lubricant applied). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Corrections: d,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that the patient had a foley catheter with 30 cc balloon inserted due to straight catheter unsuccessful. On (B)(6) 2022, the patient was pulling at foley and causing trauma and developed sang discharge in foley. When attempted to remove foley, it was unable to remove due to bulb not deflating. Confirmed on ultrasound that bulb was full with fluid. Attempted client repositioning and multiple attempts to withdraw fluid. Surgical consult was recommended to have an ultrasound guided procedure completed. On (B)(6) 2022, the patient was left to facility 2 for surgical consult. Bulb was deflated and new foley inserted. Removed when back in facility. Incident was thought to have occurred due to faulty equipment and was able to remove about 2.5 ml or less of fluid, unable to remove more. Bulb was not tested/inflated prior to insertion. This was not done due to recent changes to best practice for foley catheter insertion.

Event description:
It was reported that the patient had a foley catheter with 30 cc balloon inserted due to straight catheter unsuccessful. On (B)(6)2022 , the patient was pulling at foley and causing trauma and developed sang discharge in foley. When attempted to remove foley, it was unable to remove due to bulb not deflating. Confirmed on ultrasound that bulb was full with fluid. Attempted client repositioning and multiple attempts to withdraw fluid. Surgical consult was recommended to have an ultrasound guided procedure completed. On (B)(6)2022 , the patient was left to facility 2 for surgical consult. Bulb was deflated and new foley inserted. Removed when back in facility. Incident was thought to have occurred due to faulty equipment and was able to remove about 2.5 ml or less of fluid, unable to remove more. Bulb was not tested/inflated prior to insertion. This was not done due to recent changes to best practice for foley catheter insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.